Event description:
It was reported that the incorrect syringe size issue was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed an invalid syringe size error. The evaluation found a invalid syringe size during syringe test and also unable to calibrate the size sensor on both qc slugs. The cause of the reported issue was due a tapered spring slipped over the collar of the barrel clamp rod. The root cause was unable to be determined. The technician replaced the barrel clamp rod, barrel clamp guide and tapered spring per syringe recognition. Performed syringe test and all functional tests which passed.